Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during last 10 minutes of pt treatment. The treatment was ended at this time. The dialyzer did not appear clotted. The pt's arterial and venous pressures were noted to be within normal limits. No pt access issues identified. The reported incident occurred after the dialyzer was reused 5 times. Hcp reports no pt injury or need for medical intervention.